Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the malfunction was attributed to the multi-function cable was not connected properly to the device, after securing the multi-function cable, the malfunction was resolved. The customer indicated that the device will not be returned to zoll for eval of the reported malfunction.